Manufacturer narrative:
Software investigation initiated to examine system log files and patient exams. Could not reproduce problem. Possible line of sight issue between o-arm tracker, patient reference frame and s7 camera. Successful system checkout was performed. O-arm software is functioning as designed. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the navigation system camera could not detect the imaging system tracker. The procedure was completed successfully with a c-arm after a delay of less than 1 hour. The patient was not affected.